Event description:
It was reported that the device was interrogated post-open heart surgery and a power on reset (por) was noted. A diagnostic reset occurred at the time of the por; however, data collection resumed as of that date. The por was cleared. Subsequently, the patient had a run of ventricular tachycardia recorded on the monitor. The episode appeared to be electromagnetic interference type noise. The episode will be reviewed with the physician. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device experienced a critical ram parity error power on reset (por) on (B)(6) 2012, in location "2b 7b". The device should be able to recover from the event and continue normal function. Radiation therapy was noted concurrent with event.